Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1111 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported leakage discovered 8 cm in when giving treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Catheter deformation and permanent kink impressions were observed between the 5cm and 6cm depth markings and between the 7cm and 8cm depth markings. A longitudinally aligned split was observed in the vicinity of the proximal region of deformation. An attempt to infuse water through the sample using a 12ml syringe revealed a spraying leak at the split site. The sample was fully occluded by blood products distal of the split. Microscopic inspection of the split revealed a granular fracture surface. Material discoloration was observed in the vicinity of the split. The catheter exhibited an elliptical cross-section in the vicinity of the split. The catheter wall thickness was measured in the vicinity of the split and was found to be within manufacturing specifications. The split features and accompanying compression damage and kink impressions suggested that the catheter material fractured due to mechanical stresses including catheter kinking and squeezing/compression. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11

Event description:
It was reported leakage discovered 8 cm in when giving treatment.